Manufacturer narrative:
This is one of one initial MDR report being submitted for this complaint (B)(4) with associated manufacture report number of 2954740-2016-00050. The product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.

Event description:
As reported by a healthcare professional, during the coil embolization of an abdominal aneurysm at hepatic artery, the physician was unable to detach the cashmere microcoil (crc14040830/c28292) per normal procedure. The coil was removed successfully and replaced with another coil and the procedure was completed without further issues. It is unknown if the procedure was delayed due to the event. There was no report of the coil being stretched or detached. The patient's vessels were not tortuous or calcified. There were no patient injuries or complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible defect or damage was noted on the products prior to the event. No unintended detachment was observed in the vessel or in the microcatheter. The product will be returned for investigation. No further information is available.

Manufacturer narrative:
This is one of one final report for this complaint (B)(4). Product returned for analysis. The unidentified detachment control box (dcb) and the unidentified connecting cable were not returned. The microcatheter was unidentified and not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition except for blood under the outer sheath. The system was either not used or was cleaned or rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. The detachment fiber was intact, undamaged, and did not receive heat and melt. The device positioning unit (dpu) passed electrical testing with resistance at 51.4 ohms (range 48.85/56.0) and the enpower systems ready green light illuminated (IFU). The coil detached on the first detachment cycle. Post-detachment inspection found that the enpower systems ready green light remained illuminated and the resistance passed at 51.7 ohms. The field complaint of the coil¿s non-detachment could not be duplicated. Post-detachment inspection found that the detachment fiber received heat and melted as designed. No manufacturing defects were found. The complaint of the coil¿s non-detachment was not confirmed. The dpu passed electrical and functional testing with the coil detaching on the first detachment cycle with the detachment fiber receiving heat and melting as designed, therefore the root cause of the coils non-detachment could not be determined. In addition, without the return of the complete detachment system and the unidentified microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported failure to detach was not confirmed in analysis. There is no evidence from the DHR review of any manufacturing issues related to the complaint. Review of the information does not suggest what factors may have contributed to the unconfirmed detachment failure. Since there was no evidence of a manufacturing issue, no corrective actions will be taken at this time. Device evaluated b y manufacturer.